Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI upn: m365sc2408560 model: sc-2408-56 serial: (B)(6) batch: (B)(6) UDI: (B)(4). Product family: scs-linear leads-MRI upn: m365sc2408560 model: sc-2408-56 serial: (B)(6) batch: (B)(6) UDI: (B)(4).

Event description:
It was reported that the patient had an infection at the ipg site with increased pain as a symptom. The patient underwent an explant procedure and was doing well postoperatively. The patient was placed on antibiotics and the explanted devices will not be returned as they were discarded by the facility.